Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant the medication infusion ended early. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Corrected information d4 primary unique UDI number. It was not possible to proceed with the analyzes because the sample was not sent by the user. The complaint was not confirmed due to the absence of the equipment. If in the future the user sends the sample, we will reopen the investigation process.